Event description:
The hospital reported that during the beginning of an endoscopic vein harvesting procedure, the staff observed a peculiar ring around lens on the bom 7mm extended length endoscope. The picture on the video monitor was not satisfactory. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).